Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The ok and up-arrow keypad button presses did not activate desired pump functions during testing. The up-arrow keypad buttons sticks and does not spring back normally. There was evidence of keypad adhesive found under all key contacts. DHR review: date of manufacture -2007-08, software version / revision -d1e, within specifications when released - yes.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
It was reported that the keypad is not always responding to button pressed. This reportedly began 6 months ago. The pump also sometimes scrolls too fast when the keypad is pressed. The patient wears the pump attached to her belt.